Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient felt like they needed to increase stimulation; clarifying that they felt like it wasn't working as well and that they couldn't hold it as well. Patient mentioned they were implanted for bladder control. Patient was feeling the stimulation come and go throughout the day and could feel the intensity increasing when they increased stimulation but that they didn't feel it now. It was reviewed with patient on the call that the stimulation they described was normal. Patient also reported two different falls. One of which occurred around the same time their bladder symptoms returned. And the other fall some time before which they still had a bruise from since it was a bad fall. It was advised that patient follow up with healthcare professional (hcp) to discuss symptoms. No further complications were reported.